Manufacturer narrative:
(B)(4). The customer reported issues with leads ECG that may include difficulty acquiring 12 lead ecgs and that alarms are too sensitive. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported issues with leads ECG that may include difficulty acquiring 12 lead ecgs and that alarms are too sensitive.